Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator registered high paces-per-minute on all settings. The generator was returned for repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
Further analysis was later performed on the main pcb. The pcb was installed in an engineering device, the rate was checked at 30 ppm, then slowly increased to 180 bpm, no sudden changes in the rate were observed, rate was checked at 180 bpm, measured in specification. The resistance was measured between the interconnect flex and main pcb, good contact resistance was measured. Conclusion: no defect found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The main printed circuit board (pcb) was found to be electrically out of specification and contaminated. (B)(4).

Event description:
It was reported that the external pulse generator registered high paces-per-minute on all settings. The generator was returned for repair. It was indicated that there was no patient involvement associated with this event.